Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned in good visual condition. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bilateral herniorrhaphy procedure, the stapler has twenty staples however, it fired only four staples. So the device was missing sixteen staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.